Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During the impella cp implant, the patient was shocked multiple times for symptomatic ventricular tachycardia (vt). The bedside echocardiogram indicated the inlet-to-valve depth of 2.8cm with the pigtail directed toward mitral valvular structures. The patient was still being treated for bouts of vt. The staff applied a femostop for bleeding. The femostop was taken off as bleeding resolved. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.